Event description:
This male patient was presented to the interventional lab for an angioplasty proceudre of a dialysis shunt. The vessel was described as heavily calcified and tortuous. There is no information available as to what size sheath was used in the procedure, where the physician made access to the patient, if the physician had any difficulty accessing the lesion with a guidewire or advancing the balloon to the lesion. The balloon was properly inspected and prepped before use and appeared to be in perfect condition. The information provided states that the physician noticed that there was a leakage of contrast media while inflating the balloon with an indeflator. The pressure was approximately 2 atmospheres. A competitor' balloon was used to continue the procedure. There was no reported injury to the patient.